Manufacturer narrative:
Concomitant medical products: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna failure with no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller was not taking a charge/charging when plugged into the outlet. The green light was illuminated on the power supply but there was no flashing green light on the controller when plugged in. After resetting the controller, it showed 'memory problem, data has been lost'. The controller powered on without the battery pack when plugged into the outlet. A replacement battery pack was sent out. No symptoms were reported. Additional information was received on (B)(6)2020 and it was reported that they got a rm04 code and a reset resolved the message. They were getting no device found and the patient was walked through a passive recharge mode and the patient was able to get a normal charging screen. It was further reported that they still couldn't get the device to work. The controller was charged to 100% and they had been trying to charge the ins all day. The ins was at 60% when they started. The caller saw no device found (screen 16). They controller was low/red and the ins was showing 50%. The recharger was getting very hot to touch. No sympto ms were reported.